Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 1 year, 6 months due to stenosis. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a4, b4, b5, b7, g3, g6, h2, h6 (health effect - clinical code, investigation findings, investigation conclusions). Leaflet thickening may be attributed to structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or any combination of these factors. Leaflet thickened is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease, esrd/hd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (device code(s)).

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 1 year, 6 months due to thicken immobile leaflets with severe aortic stenosis. The tavr procedure was successfully performed with a 23mm 9755rsl valve. The patient was in recovery post procedure and discharged on pod #6. Per medical records, the patient presented with acute on chronic heart failure. Pre-op echo showed aortic valve with moderate regurgitation, severe stenosis, mg 64mmhg, av peak velocity is 5.4 m/s, av dimensionless index (vti ratio) is 0.2. Pre-op tee showed aortic leaflets significantly thicken, two leaflets are immobile, mg 70 mmhg, and dvi 0.3.